Event description:
This patient underwent cypher stent placement following an acute myocardial infarction to a calcified lesion of the mid right coronary artery (rca). 7 months later, follow-up angiography revealed a stent fracture without any restenosis. The patient had no symptoms and there was no treatment necessary.